Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection of the device noted damage to the distal end of the catheter. Two stop cocks remained attached to the purge tubes. The handle was intact. The micro knob (thumb wheel) retracted and advanced the capsule. The macro (cursor) moved to the fully advanced and retracted positions and locked in place when released. Several kinks or telescoping were observed along the capsule between the proximal and distal ends. A kink was observed on the proximal end of the capsule. The head of the plunger was intact. The plunger tube showed necking or elongation resulting in a gap between the distal tip of the capsule and plunger head. Elongation was determined to be associated with the pull force applied on the head of the plunger while retracting the distal end through the introducer. A kink was observed at the plunger/plunger head transition. Historical events for incomplete closure have shown a kinked capsule purge tube within the member cap which prevents the capsule to close completely. Initial observations for this delivery catheter system (dcs) showed that the capsule purge tube was severely kinked inside the member cap. After straightening the purge tube, complete closure was observed. A gap was observed at the distal tip due to the elongation. Conclusion: the device lot history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It is unknown if the purge tubes were kinked during loading of the valve; if they had been kinked, it would have made complete closure of the capsule more difficult. If the user rotated the handle during deployment, this could also have contributed to kinking the purge tubes, and the capsule may have not been completely closed after deployment of the valve as the dcs was being removed through the introducer sheath. If the capsule was unable to be fully advanced to the nose cone, the nose cone could catch on the hemostatic valve in the introducer sheath, which is most likely what occurred as it was determined that the applied force caused plunger tube elongation and stretching during removal. (B)(4).

Event description:
Medtronic received information that following the deployment of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was retracted into the thoracic aorta and the nose cone was retracted to the capsule. The nose cone appeared to be seated correctly by fluoroscopy. As the dcs was being removed through the 18 french introducer sheath, the dcs became stuck as the nose cone met the end of the sheath. The dcs was advanced and the nose cone was no longer engaged with the capsule. The macro slider was completely advanced forward and there was a space between the end of the capsule and the base of the nose cone. It was confirmed that the nose cone, the capsule, and the sheath were all still connected as one. A snare was placed over the end of the guidewire from the contralateral side and the sheath and dcs were removed as one unit through the groin cutdown. Blood loss was seen from the cutdown. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has not been returned for analysis, however, the return is anticipated. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).